Event description:
Baxter (B)(4) received a report of an intermate that underinfused during patient therapy. The device was filled with 1000 mg of vancomycin in 100 ml of 5% glucose. The expected infusion time was two hours. However, the patient was connected for approximately 3.25 hours and there was still fluid left in the device. According to the report, the product had been removed from the fridge five hours prior to administration. No other issues were noted for infusions through the same access system prior to or after this incident. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample 25ml of fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 104 minutes. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 47.7 ml/hr, normalized flow rate = 48.9 ml/hr, specification range = 42.5 ? 57.5 ml/hr. The intermate produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.